Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sep2019. Technical support advised customer to replace the flow sensor module, v60 / v680 air & o2 sensor assembly and provided the list price for the product this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during the performance verification testing (pvt), the o2 flow rate was 116 at 140 lpm set point. There was no patient involvement.